Event description:
It was reported that the ilet displayed prompts to connect a cgm or enter blood glucose because the user¿s dexcom g7 sensor was paired to a dexcom receiver instead of the ilet, resulting in signal loss to the ilet and operation in bg entry mode; the reported blood glucose was 195 mg/dl. Symptoms included no adverse physiological effects or alarms. Outcomes included user education and successful placement of a new dexcom g7 sensor, with the sensor entering warmup and expected to provide readings to the ilet once paired to a single device. Investigation included technical troubleshooting and user guidance on correct device pairing and sensor replacement. Investigation of this case revealed that the cgm was connected to another medical device, preventing ilet communication. It was concluded that the issue was due to user setup with the cgm paired to the dexcom receiver rather than the ilet, and that proper pairing resolves the problem.